Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -7.0/2.5/091 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to excessive vault. On (B)(6) 2021, a shorter length lens was implanted. This resolved the problem. Cause of the event is reported as unknown.

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -7.0/2.5/091 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to excessive vault. On (B)(6) 2021, a shorter length lens was implanted. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. Claim# (B)(4).